Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead caused phrenic nerve stimulation and exhibited loss of capture. The lead was attempted to be repositioned but the lead helix would not extend. The lead was not used. No further information was available.